Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation / functional test was performed, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant packaging was identified as reported. The outer vial's tamper seal / ring was in unsealed condition. Transfer mount was not returned for inspection. The coob is non-verifiable as the condition of the product when received by the customer is unknown / non-verifiable. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number: 1280136. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1280136 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: disengaged. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician mishandles product therefore, based on the available information, a device malfunction did not occur. No apparent malfunction was identified with the implant that would contribute to the reported event. Implant packaging was identified as reported. The outer vial's tamper seal / ring was in unsealed condition. Transfer mount was not returned for inspection. The coob is non-verifiable as the condition of the product when received by the customer is unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
The implant was not attached to the mount. When the doctor opened the box, the implant fell to the floor. No patient impact. Tooth #14.